Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. The patient stated that the left hand side of the seat has cracked and is pinching her behind. The patient did admit that she leans to the left when she cleans herself.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The patient stated that the left hand side of the seat has cracked and is pinching her behind. The patient did admit that she leans to the left when she cleans herself.